Event description:
It was reported that, during a cori tka procedure, the doctor was burring all and then decided to switch to distal burring so he could use his cutting block to finish with the sawblade. He used the cori point probe like he used to use the navio point probe to make ap indentions in the distal femur for rotation. When he placed the block on the femur and used the validation tool, it looked as if the cutting block was sitting extremely proud of the expected cut. The insisted that the point probe did not skive during the indentations of the holes. They went back to check his checkpoints to ensure nothing had moved. The checkpoints and trackers had not moved. They decided to go back to burr all and finish the cuts to trial without delay. The case was successful in the end. No other complications were reported.

Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with user variance/technique (tracker array movement). Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.